Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up session, high voltage impedance was elevated. An x-ray examination of the right ventricular (rv) lead indicated the lead was fractured at the pectoral region. The lead was capped and replaced. The new lead was connected to the header of the device and the high voltage impedance was low and out of range. The device was replaced and the issue resolved. After the replacement procedure, the session records were examined which indicated a circuit damage error message. Technical support reviewed the session records and indicated the device and lead are damaged so therapy was aborted. Before high voltage therapy, the system was tested internally by a shorted output stage detection (sosd) check and over current detection (ocd) test. Both tests failed with this event and no therapy was delivered. The patient is stable. Related manufacturer reference number: 2938836-2017-33093.